Event description:
It was reported that during pt treatment, the anesthesia workstation generated a technical error code indicating a lower oxygen delivery than set. (B)(4).

Manufacturer narrative:
More info surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).